Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows blood return in the extension tubing and in the screw of the prn. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. According to the blood return status, it is inferred that the blood return is caused by leakage at the prn. The possible reasons are as follows: 1-as described in the available information: there is a crack in the screw of the adapter of the prn. 2-the prn has come loose. Due to during the long-distance transportation, if the product is subjected to external forces such as vibration, the prn may come loose. Conclusion(s): the returned photo shows blood return in the extension tubing and in the screw of the prn. As the defective sample is not received for further examination, it is not possible to determine that this anomaly is caused by a crack in the screw of the adapter of the prn.

Event description:
No additional "information" provided.

Event description:
It was reported bd intima-ii 24gax0.75in prn slm npvc adapter / connector defective / damaged during the use of the product, the heparin cap was cracked, causing blood to leak out of the catheter; the sample cannot be returned, but photos are provided; green claims are required, and a complaint reply letter and receipt letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.